Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16904. It was reported that during and ipg replacement surgery (reference manufacturer reference number: 3006705815-2021-02943) it was noted that the leads appeared frayed and had high impedances. Hence, the leads were explanted and replaced to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.